Event description:
Further follow up revealed that the pt underwent entire vns therapy system replacement. During the revision surgery, generator was replaced and subsequent diagnostic testing still resulted in high impedance. The surgeon then decided to replace the lead as well. Device diagnostic testing of the new replace the lead as well. Device diagnostic testing of the new vns therapy system indicated proper device function.

Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code7 and limit), indicating possible device malfunction. It was also reported that the patient has experienced a recent increase in seizure activity. Based on known device settings, generator battery end of life is not the likely cause of the high lead impedance test result. X-rays reviewed by manufacturer did not reveal any obvious discontinuities in the vns therapy system. Lead break or generator/lead connection problem is suspected.